Event description:
I use a tandem diabetes insulin pump. It is under warranty but continues to prevent dosing due to an error which tandem refuses to correct. I have called in to them now 3 times and reported this as have others. The error is "an error has occurred during the cartridge change process. Please close this prompt and try again". I have used cartridges from 5 different manufacturer lots and received the same error. This makes the pump inoperable and has resulting in very dangerous high blood sugars. Reference reports: #mw5148729, #mw5148730, #mw5148731, #mw5148732.